Manufacturer narrative:
Bottle 10 (ethanol) was out of contact with the corresponding sensor for approximately 2 minutes and 41 seconds from 13:52pm on 09 june 2020, which is sufficient time to replace the reagent. The station properties for were reset at 13:55pm on 09 june 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the default value of 100%. The properties of the reagent in bottle 10 prior to these user actions were: ethanol concentration=90.3%, cycle=113, cassettes = 4075 and days=84. The "4 hr run" protocol comprising 39 cassettes was started in retort a at 14:29pm on 09 june 2020. Bottle 10 (ethanol) was out of contact with the corresponding sensor for approximately 59 seconds at 15:23pm on 09 june 2020; and the station properties were reset at 15:24pm on 09 june 2020, with a user affirming in the instrument software that the reagent concentration was to be set to the value of 70%. These user actions were undertaken during execution of the "4 hr run" protocol started in retort a at 14:29pm on 09 june 2020, from which sub-optimal tissue processing was reported. The properties of the reagent in bottle 10 prior to these user actions were: ethanol concentration=100%, cycle=0, cassettes=0 and days=0. This action was completed during execution of the "4 hr run" protocol started in retort a at 14:29pm on 09 june 2020. The information provided by the complainant details that a use error, in which a user incorrectly replaced the reagent in bottle 10 with 70% ethanol rather than 100% ethanol occurred at 13:55pm on 09 june 2020 and the user affirmed in the instrument software that the reagent concentration was to be set to the default value of 100%. Although a user subsequently set the ethanol concentration in bottle 10 to 70% in the instrument software at 15:24pm on 09 june 2020, this bottle had already been scheduled for use in the final dehydration step of the "4 hr run" protocol started in retort a at 14:29pm on 09 june 2020 and in progress when this incorrect user action was undertaken. The leica peloris quick tips states the following in the section entitled leica peloris reagent replacement - manual: "ensure that no protocols are running or loaded." The reagent station to be used for each processing step in a protocol is scheduled at the start of the protocol. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 10 (ethanol), which had an ethanol concentration of 70% due to the use error, was used for the final dehydration step of the "4 hr run" protocol started in retort a at 14:29pm on 09 june 2020 from which sub-optimal tissue processing was reported by the complainant. Any alteration to the reagent properties during execution of a protocol does not result in re-scheduling of reagent stations and may result in the reagent concentration in a scheduled reagent station being inappropriate for the protocol step, as occurred in this event. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 13:55pm on 09 june 2020, when a user failed to complete manual replacement of the reagent in bottle 10 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual. Information documented by the fss who visited the laboratory to provide applications support details that information was provided that a technician had replaced the reagent in bottle 10 with 70% ethanol and mistakenly set the concentration in instrument software to the default value of 100%. This use error resulted in the ethanol from bottle 10, which contained 70% ethanol, being used for the final dehydration step of the "4 hr run" protocol started in retort a at 14:29pm on 09 june 2020 from which sub-optimal tissue processing was reported by the complainant when the minimum final reagent concentration required for ethanol is 98%. A further use error occurred during execution of the "4 hr run" protocol started in retort a at 14:29pm on 09 june 2020 from which sub-optimal tissue processing was reported by the complainant, when a user affirmed in the instrument software that the reagent concentration in bottle 10 was to be set to the value of 70% at 15:24pm on 09 june 2020. The leica peloris quick tips states the following in the section entitled leica peloris reagent replacement - manual: "ensure that no protocols are running or loaded." As alteration to the reagent properties in a bottle during execution of a protocol does not result in re-scheduling of reagent stations, the reagent concentration in a scheduled reagent station may be inappropriate for the protocol step for which it has been scheduled. In this event, bottle 10 containing ethanol at a concentration of 70% had already been scheduled by the software algorithm for, and was used in, the final dehydration step of the "4 hr run" protocol started in retort a at 14:29pm on 09 june 2020.

Event description:
Leica biosystems received the following complaint: "poor processing/incorrect bottle change" following completion of processing. The following further detail was documented: "customer complained of poor processing on the 4hr run, mostly skin. Tissue was cloudy and appeared to have water present. Tissue is being reprocessed. Initial investigation discovered an incorrect bottle change of 70% ethanol changed in software to default (100%)". On (B)(6) 2020, a leica applications specialist - core histology (fss) visited the customer site in order to obtain further information regarding the circumstances involved in this complaint and to provide support. The fss documented the following information: "reported tissue as "cloudy". Upon arrival was informed that technician had changed an ethanol bottle [sic] #10 with 70% ethanol and mistakenly set concentration in software to default concentration (100%). They reported as later having changed the concentration of bottle 10 to 70% in the software. Later runs were described as "ok". It was discovered after log review that a technician had changed the concentration of bottle 10 to "70%" during the run (at 15:24). Due to that bottle already being scheduled, the instrument still used it as last dehydrating step (at 15:33)." The fss also measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer. The variance between the measured ethanol concentration and that calculated by the instrument software was acceptable for all bottles, with the measured ethanol concentration in bottle 10 documented as 74.1% and the calculated concentration as 69.5%. The fss documented that the tissue samples exhibiting sub-optimal processing were derived from one (1) "4 hr protocol" comprising 39 cassettes, which started in retort a at 14:29pm on 09 june 2020 and completed at 18:27pm on 09 june 2020. The fss also documented that the reagent in bottle 10 was replaced with 70% ethanol and updated in the software; the reagent in all bottles designated for xylene was replaced and updated the software to mitigate any water introduced in the clearing steps; a quantity of wax was removed from wax bath 4 because the level was above the maximum fill level line; the wax in wax baths 1 and 3 were topped off because the fill level was low; informed the customer of the "correct procedure should a similar event occur again; recommended that the customer reach out to tech support or applications for support in the future; and the quality of tissue processing from subsequent processing runs was reported as "ok or unknown." On (B)(6) 2020, the leica applications specialist - core histology documented the following statement in relation to the patient outcome for cases involved in this event: "customer stated that they will not provide any information regarding diagnosability, recommendations for re-biopsy, nor if any re-biopsies will or have been performed. Customer did state reprocessing with no improvement and one case using an epitope retrieval solution still did noon (B)(6) 2020, the leica applications specialist - core histology documented the following statement in relation to the patient outcome for cases involved in this event: "customer stated that they will not provide any information regarding diagnosability, recommendations for re-biopsy, nor if any re-biopsies will or have been performed. Customer did state reprocessing with no improvement and one case using an epitope retrieval solution still did not have any success". The leica applications specialist - core histology documented that information as to the final status of the tissue samples involved in this event had been requested from the complainant during a site visit on (B)(6) 2020; on (B)(6) 2020 by email and on (B)(6) 2020 by email and during a site visit. As at (B)(6) 2020, no adverse impact to a patient(s) has been reported to the manufacturer.